Event description:
It was reported by service report that the scale was not weighing correctly. No pt involvement or adverse consequence were reported.

Manufacturer narrative:
Results: scale was malfunctioning due to faulty foot-end left and right load cells.